Manufacturer narrative:
The subject device is not available.

Event description:
Before the procedure, it was found that the subject catheter was broken. So the subject catheter was not used. There were no reported clinical consequences to the patient due to this event. No further information is available.